Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patients lives and other healthcare-related conditions. Reportable event: the use of a hearing device based on a hearing loop resulted in severe headache in a patient with pallidal dbs. This occurred each time the patient sat on the cushion connected to the hearing loop. One possible mechanistic explanation for this is that the fields generated by the t-coil system could affect the dbs lead, which was acting like an antenna. See literature article with MFR report # 3007566237201002001.

Manufacturer narrative:
(B)(4).